Event description:
It was reported that the pain stimulation leads were implanted incorrectly, the pain stimulation never worked. The pain stimulator was removed five to six years ago. The leads were kept implanted because, they were too close to the spine to remove. The date of explant could not be confirmed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# v009352, implanted: 2006 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7439, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).